Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4). The ventilator was investigated on site and the air gas modules, the pneumatic back-plain printed circuit (pc) board, the inspiratory channel and diss air filter were replaced and returned for investigation. The received air gas module was mounted in a ventilator where it failed the internal leakage test during pre-use check. The failures were caused by a defective delta pressure transducer on a printed circuit board inside the gas module. The pneumatic back-plain pc board, the inspiratory channel and diss air filter were found faultless. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. Ocular inspection showed moisture traces in the filter housing of the air gas module and the pneumatic back-plain pc board. The moisture is the root cause of the delta pressure transducer's failure. The source of moisture/water into the air gas module was moist air from the hospital's external compressor. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded.